Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the case was to take place on (B)(6) 2017 at around 3 pm. The plan most likely was to take the entire system out.

Manufacturer narrative:
Hospitalization should have been applied.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the second representative reported the explanted pump and catheter would not be returned to the manufacturer for analysis. The explanted devices were instead sent in for analysis at the hospital.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(4) apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative on (B)(6) 2017 reported the patient had a staph infection, so the pump and catheter were being explanted. It was noted that the cause of the infection was due to complications from implanting the pump. It was thought that the infection had more to do with the catheter. The patient experienced fever, was not really moving, and was not feeling well. It was noted that the infection was confirmed and was a staph infection. Event date was noted as (B)(6) 2017 at implant was when they started noticing an issue. It was noted that the patient had a fever, was not moving and was not himself. Actions taken to resolve the infection included intravenous (IV) antibiotics and a total system explant. There was no device allegation against sterility. The patient's outcome due to infection was the patient was doing ongoing treatment and hospitalization. It was noted that the pump and the catheter were replaced on (B)(6) 2017. The pump off password was provided for once the device was explanted the healthcare professional could turn it off. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type.catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with an unknown concentration and dose. It was reported the patient had meningitis, and the surgeon was going to take out the catheter and leave the pump implanted. The representative was inquiring about the next steps. No further patient complications were reported.